Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the tip of the catheter frayed. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that device has been disposed off and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. Therefore, the cause of the reported malfunction has not been determined. If any additional relevant info is received, a supplemental medwatch will be filed. (B)(4).